Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code 46440. There was no reported adverse event.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found a scratched screen, no labels removed. The customer stated problem was duplicated. The device is displaying ec46440 which is an issue with the downstream occlusion sensor. Replaced downstream occlusion sensor. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.